Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported failure to expand issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. The procedure was completed with same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. The procedure was completed with same device. There was no reported patient injury.